Event description:
It was reported that the device was used during a roux en y. The handswitch buttons were not working properly, intermittent. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.